Manufacturer narrative:
D1 (brand name) has been updated. H3 (device evaluated by manufacturer?) Has been updated. The pi has been completed and the physical product was returned. The cause of the placement signal issue was due to a fiber break caused by excessive force when attempting to insertion pump based on returned product analysis and clinical details. The cause of the difficulty to insert pump through sheath was due to sheath kinks caused by patient's significant tortuosity of vessels based on returned product analysis and clinical details.

Manufacturer narrative:
Added: d3 (manufacturer fax), d9 (date device returned to manufacturer), e1 (initial reporter title) and g1 (manufacturer contact fax number).

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that a patient was implanted with an impella cp device for mechanical circulatory support. During advancement of the impella device through the peel-away sheath, considerable resistance was encountered. Per the physician, significant force was required to advance the device through multiple severe angulations within the aorta into the ascending aorta, with final positioning across the aortic valve into the left ventricle. Following pump activation, both aortic and left ventricular placement signals were unavailable, and the system generated a ¿placement signals unreliable¿ alarm. Throughout the duration of support, no aortic or left ventricular placement signals were obtained. Despite the absence of placement signals, impella flows remained stable and appropriate, ranging from 3.4¿3.7 l/min in auto mode. Device position was confirmed under fluoroscopic guidance. The impella pump and peel-away sheath were removed post-procedure.